Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons was not responding. Customer's blood glucose level was unknown at the time of the incident. Customer stated that act button and after several hits got it to work also up arrow was also a struggle to 2 units and even more of a struggle to get it back down to 2 units. Customer stated that time clock was advanced. The device will not be returned for analysis.